Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty ccd. In addition, unit failed leak test due to puncture on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "warning - if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Pg. 8. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the subject device had no image. The issue was found during a therapeutic tubal ligation procedure and was completed using a similar device. No surgical delay and no patient harm was reported by the customer.